Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced two infusion set unstick and fell down event on (B)(6) 2026. No further information available.